Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on an unknown date. During the procedure, the axios stent first flange was able to be deployed. However, there was a small delay until the stent first flange fully opened. The stent second flange was then released inside the scope, however; the proximal flange did not open when it was attempted to be released outside the scope. The stent then migrated into the cyst, and the stent was removed using forceps. The procedure was completed using a different device. There were no patient complications as a result of this event.